Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose level was 414 mg/dl. The customer took a bolus of 10 units an hour ago. There was no way they could be sure that he received the insulin because his blood glucose level came up 21 mg/dl in the last hour. The customer first bolused and then treated with a syringe. The device was not returned.